Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of kinked cannula with an infusion set that led to rise in blood glucose level for which patient had to take a correction bolus via pump. Patient noticed symptoms 3 or more hours after insertion. The set was used for about one day. Site of insertion was reported to be abdomen and was rotated regularly. The patient required assistance from third party due to high blood glucose level. Third party was reported to be emergency room and hospital. Patient was given IV's fluids of saline, and insulin. Patient also had moderate ketones. Suspected cause of the high bg was reported to be scare tissue and kinked cannula. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.